Manufacturer narrative:
(B)(4). The device will not be returned for analysis as it remains implanted: however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported the patient underwent initial bilateral temporomandibular joint replacements approximately seven (7) years ago. Subsequently, the patient is experiencing pain and limited range of motion on the right side starting approximately four (4) months ago. No further intervention has been reported to date.